Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging a hospitalization for diabetic ketoacidosis. The reporter indicated that on (B)(6) 2014, blood glucose levels elevated and the levels were unable to be brought back down. The reporter indicated not giving an injection as instructed when blood glucose levels were not responding to boluses. The reporter indicated being discharged from the hospital off of the pump and was advised not to continue use of the pump until blood glucose levels could be better controlled. The reporter indicated feeling that additional education was needed related to the event. The reporter also indicated having issues with reactions to the infusion sets. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis of unclear cause while using insulin pump therapy and use of the pump could not be ruled out as a possible contributor to the event.